Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of intra-operative pictures. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Discarded by the hospital.

Event description:
It was reported that quattro x anchor fractured during a rotator cuff reconstruction surgery, and another device was used to complete the surgery. 45 minutes surgical delay was reported due to this event. No other patient harm was reported.